Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours. It was also reported that the needle did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
The investigation found that the catch beam was installed improperly within the needle mechanism sub assembly. The device did in fact deploy, however due to the catch beam being installed improperly, the catch beam failed to hold the slide insert in place during needle deployment resulting in the soft cannula retracting back into the housing along with the hard needle. The product was returned with a different sequence number than was reported and noted on the initial MDR. Correction: sequence number changed from (B)(4) to (B)(4).